Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call on that they received a critical pump error. The customers blood glucose was 17.7 mmol/l at the time. The customer noted they saw a ¿critical pump error¿ after exposing to moisture. No troubleshooting was performed. The customer will be receiving a replacement insulin pump and is using a backup plan per healthcare provider¿s instructions. Customer was advised to return the broken pump for analysis.

Manufacturer narrative:
Pump error 35 alarm noted in the pump history and critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Pump received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked battery tube threads, cracked retainer, keypad overlay texture damage and minor scratched lcd window.